Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the dovetail feature was compressed down at least on one side and the rail was flared out just under the dovetail at least on one side. Nicks and gouges are also observed on inferior side of the articular surface. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required it is likely that the problems encountered are related to surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon attempted multiple times to insert an articular surface. After inspection of product, the surgeon saw a flaw in the dovetail mechanism. A second articular surface was opened and used to complete the case. No adverse events have been reported as a result of the malfunction.